Event description:
The home patient (hp) contacted baxter's technical service center regarding a low drain volume (ldv) alarm which occurred on the homechoice during initial drain. The tsr assisted the hp to bypass to fill 1. Then the patient stated that there were air bubbles in the patient line as they did not prime it all the way. The baxter technical services representative assisted to end therapy and start over with new supplies. Baxter product surveillance contacted the registered nurse on (B)(6) 2012. She stated that the patient had contacted her about the event. She stated that the air in the line was caused by the user error of initiating therapy without priming the line completely, and there were no allegations made against any of baxter's products. She had discussed proper procedures with the patient. The patient was continuing therapy on the homechoice, and there were no adverse effects reported in relation to this incident. There was patient involvement but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The event was caused by a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a low drain volume alarm was confirmed. The root cause was air in patient line. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.